Event description:
It was reported that a malfunction alarm occurred. During troubleshooting with technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully. The customer¿s blood glucose (bg) level was 471 mg/dl. Reportedly the customer went to the emergency room (ER). The customer was treated with long-acting insulin and intravenous fluids of saline and insulin. There was no permanent damage. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no response was received.